Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's right hip was revised. As reported by rep: "patient revised due to dislocation." Spoke to rep. The femoral head came out of the poly liner. The head and liner were revised. The shell and 2 screws were also revised to change the shell's positioning. Rep provided primary and revision usage sheets and a post-revision x-ray and confirmed that no further information will be available.